Manufacturer narrative:
There was only one change in this MDR followup2. In section g3, date received by manufacturer should be 08march2024, rather than blank as in followup1. Reference to complaint # (B)(4)-followup2.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device was on 3/21/2024. The results are below: the event log was reviewed, and shows that there was an abrupt power off during an infusion without any alert or alarm on the pump 71ml's into a 138 ml infusion. Refer to the event log attachment on this file for the complete log. However, during functional testing, the reported problem was not duplicated. The pump finished a 138 ml infusion without an abrupt power off taking place. The reported issue of abrupt power off was confirmed. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 02/2/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient was involved and harmed. Device was returned on 03/08/2024. Detail of the evaluation can be found in section h of this MDR.

Event description:
On 02/20/2024, infutronix received a report that a pump was "reset and restarted' on its own. The therapy was discontinued and device was returned on 03/08/2024. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
There was only one change in this MDR. In section b5, describe event or problem. It was changed to "on 02/20/2024, infutronix received a report that a pump was "reset and restarted' on its own. The therapy was discontinued and device was returned on 03/08/2024. Detail of the evaluation can be found in section h of this MDR."